Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had dropped to under 40 mg/dl. The patient reports they had a seizure. As treatment, the patients husband injected the patient with a shot of glucagon.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.